Manufacturer narrative:
Concomitant medical products: a2dr01 ipg implanted: (B)(6) 2015.

Event description:
It was reported that the right atrial (ra) lead exhibited low impedance and undersensing and was not sensing atrial activity. It was noted there was insulation damage. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.